Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. UDI# (B)(4).

Event description:
It was reported there was black foreign matter on the tip of the needle on a bd multi-sample needles¿ 22g x 1.5. No medical interventions.

Manufacturer narrative:
Investigation: the implicated sample and 81 unopened needles were returned to bdj for evaluation. On inspection of the opened needle no evidence of black fm could be found. The 81 unopened needles were also inspected and again no evidence of fm could be found. Photographs were provided of the implicated cannula by bdj. For level ¿a¿ complaint, no DHR review is required. Investigation conclusion: evaluation of the returned samples did not identify any fm on any of the needles. Bd was not able to duplicate or confirm the customer¿s indicated failure mode with the samples provided. Root cause description: although this complaint is unconfirmed the most likely cause for this type of reported defect is that the tip of the needle touched the inside of the IV shield and cut a small piece of plastic off which then became attached to the needle. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product.